Event description:
It was reported during device evaluation, the gastrointestinal videoscope exhibited white residue on both sides of the air/water channel and auxiliary channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, olympus confirmed white foreign material came out of the device; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.